Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced syncope and pectoral muscle stimulation. During the follow up, the device was found to be operating in backup vvi mode. An attempt was made to reprogram the device, however, it is unknown if it was successful. The patient was under observation and loss of pacing was noted that night resulting in the patient experiencing arrhythmia. Additionally, the pectoral muscle stimulation was noted to have ceased. Medication was administered to address the arrhythmia. The following morning the device was unable to be interrogated. The device was explanted and replaced. The patient was in stable condition.